Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the pi and cp (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Device history record (DHR) review: the manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ lead haptic not folded. Complaint issues reported are not related. Based on chr results, no further actions are required. Shipping history review confirmed the product was delivered to the customer after the expiration date. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The pre-loaded dib00 model intraocular lens (iol) was expired (14-apr-2024) when it was implanted in the patient's eye on (B)(6) 2024. Patient outcome was reported as good, patient can see well, and no issues. The suspect iol is not available for return as it remains implanted. No further information is available.